Event description:
The (hand-written) serial number on the outside of the user carton did not correspond with the serial number on the iab y-fitting in the box. (The balloon never came in contact with a pt nor was it ever brought to a hosp; it was discovered at the dist's warehouse during an inspection of inventory.) (Event complications: unk-reported 10/23/97.) (Pt's current status: unk-rpt'd 10/23/97.)

Manufacturer narrative:
Evaluation: laboratory examination of the returned user carton revealed that the handwritten serial number on the iab, i1103643, within the carton. The outsie corner label should have had i1103643 written on it. Thus, the reported difficulty was verified. Probable cause of difficulty: the appropriate personnel at datascope were made aware of this complaint. This reported complaint can only be attributed to human error. Serial numbers for user carton corner labels are no longer handwritten. They are now printed on these labels.